Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and was breach cut. There was also apparent explant damage. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient developed a pocket infection that required intervention. The lead and device remained in place. The day after the procedure the lead required reprogramming. The physician and patient knew that this was not a long term solution; however, the decision not to operate was made due to the patient's age, poor prognosis, and wishes not to have an additional surgery. It was reported that a few weeks later the lead "was no longer working at all" and the patient died. The patient was pacemaker dependent.